Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair procedure, as the surgeon passed the suture, the tip of the needle broke-off into the patient. The surgeon proceeded with the case. At the end of the case, an x-ray confirmed that the tip of the needle was still in the patient's cuff. No further details provided at time of initial report. Follow-up investigation: device missing tip was discovered after approximately 4-6 passes of the needle. The side loading scorpion, ar-13999mf was being used with the needle. The needle was deployed prior to use in the procedure. The device was not dropped prior to or during use to cause tip damage. Cl fiberwire suture was being used with the needle.